Event description:
A needle that was loaded on endo stitch device broke in half while inside the patient. Everything was retrieved from inside the patient and accounted for. Endo stitch suturing device, covidien, j3a1774ey.